Event description:
A report was received that the trial patient was experiencing pain and had drainage at the lead site. The physician believed it was procedure related. The leads were pulled and the patient was given pain medication and antibiotics. The patient's issue has been resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50e serial #: (B)(4) description: trial linear 3-4 lead, 50cm.